Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The user in france reported blood glucose results of '156 mg/dl' with the onetouch veriopro meter and '122 mg/dl' on a laboratory device, performed within 10-30 minutes of each other. There was no adverse event associated with this issue. As the results fell outside expected values for meter to lab accuracy testing, this complaint is being reported.

Manufacturer narrative:
Device evaluation: the products involved with this complaint has been returned and evaluated by product analysis on with the following findings: on (B)(4) 2012 the meter passed testing and no faults were found. On (B)(4) 2012 the test strips passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.